Event description:
Physician utilized 102 mm 11 gauge on control bone marrow biopsy system to attempt acquisition of a bone biopsy from the iliac crest of the pt, a procedure that is outside of the scope of the device's cleared indications for use and labeling. Physician utilized a needle set insertion method that applied excessive force to the driver/needle set in contravention of the instructions for use -namely he used a mallet on the driver for needle insertion. Method used to insert needle set did not conform to the design and intended use of the on control bone marrow biopsy system. Cannula metal broke during extraction from the pt's iliac crest leaving approx half of the needle set inserted and the other half extending external to the pt. Cannula required add'l surgical intervention to extract. Pt was reported to have recovered without any disability or permanent damage as a result of this event.